Event description:
The company was made aware that the pt's implant incision site was not healing. The pt was treated with cipro. A week after, the pt's incision site was cleaned and surgery was performed to cover it with a double layer of skin/fat graft. The pt is currently healing and is not wearing external equipment until medical clearance is given. The pt is being monitored.